Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis: the remote monitor 2490g, serial number: (B)(4) was returned and analyzed. The bench power-up test failed with good batteries. Performed functional test: failed on tc102 (power test). After debug, there was an identify failure on location u6 and the main pcba component issue was confirmed, no rework is required. The final functional test was not performed due to no rework performed on defected component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.